Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed a replace cartridge alarm on 11/21/2015 at 07:45; deliveries resumed at 09:43. On 11/19/2015 at 09:43 an occlusion alarm was recorded; deliveries resumed at 10:46. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range. The pump was exercised for 24 hours with no errors, alarms, or warnings. The complaint was not duplicated or verified during testing. Unrelated to the complaint, the display was dim and discolored. The battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) value that was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. During troubleshooting, basal delivery totals in the total daily dosage were found to match active basal program total and the basal history matched the active basal program settings. The bolus totals matched the bolus history and all boluses were recorded in the pump&#38112;history as programmed. No cause was found for the bg excursion during troubleshooting. This complaint is being reported because of the allegation of an unspecified inaccurate delivery issue.